Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 12/13/2022 by a sales representative via sems that an ar-1410lp reamer broke. Case involvement, device broke during use.

Event description:
Additional information provided: the procedure performed was a btb acl. All fragments of the device retrieved from the patient. Patient had good/hard bone.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, d8, h3, h6, and h10, and updated information in g 1and g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the report event is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.